Event description:
Caller reported receiving occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Troubleshooting with tandem technical support was declined, therefore, no additional information was received regarding the outcome of the event.